Manufacturer narrative:
Product in complaint was returned to zoll circulation on 09/04/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during a shift check the autopulse resuscitation system displayed a user advisory ua16 (timeout moving to take-up position) message. Customer also indicated that both head restraints were broken. There were no reports of any patient involvement and no additional details were provided.